Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with diffuse lamellar keratitis (dlk) in right (od) eye at four day post op, post treatment. Diffuse appearance 20/20 (od), (os). Medrol dose pack, an oral steroid was prescribed and the topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient chief complaint halos / glares / shadows and blurry vision more on the (od) right eye then the (os) left eye. Patient reported symptoms are not interfering with daily activities. On (B)(6) 2019 patient was informed he could see surgeon in three days and refused that option. Patient was educated of risk of vision loss untreated. Patient wanted to return the next day for update, but was informed he could not be treated unless surgeon is present. Patient was advised to continue hourly pred (od) eye and add medrol pack. Patient was advised to return to clinic two days to see surgeon, flap lift likely needed. Patient refused due to work. Bcva from (B)(6) 2019: right eye pre-op 20/15 -2.00 x -.25 x 130, left eye pre-op 20/15 -2.00 x -.25 x 80.